Event description:
User questioning the AED analysis. Date of event is unk at this time. This incident is pending investigation. (B)(4).

Manufacturer narrative:
Pending return of the device for investigation.